Manufacturer narrative:
The device is a combination product.

Event description:
It was reported that a stent damage occurred. The target lesion was located in the right coronary artery. A 5.00 x 28 synergy ii drug-eluting stent was advanced through a 6f guidezilla ii guide extension catheter. However, the stent struts were damaged by the guidezilla. The physician has been advised that a 4.5/5.0 will not advanced through a 6f guidezilla ii. The device was removed and another 5.0 stent was advanced and completed the procedure. No patient complications were reported and the patient's status was stable.